Manufacturer narrative:
On october 1, 2021, mentor became aware that date of bilateral replacement is (B)(6) 2021. Additionally, confirmation was received on october 18, 2021 that the patient's surgery was moved from 2017 to (B)(6) 2021. Explant date is (B)(6) 2021. (B)(4).

Manufacturer narrative:
On 3-dec-2021, mentor received additional information about this event. The patient was 61 years old at the time of the event. During explant surgery, the patient was noted to have prominent capsular contracture bilaterally (left side reported separately, see 1645337-2021-14359). The patient had 500cc mentor gel devices inserted as replacements. Both explanted samples were sent to pathology, where no evidence of malignancy was found. Additionally, the event date was mistakenly omitted from previous reports, and has been added to the relevant field. Manufacturer¿s reference number: (B)(4). The event date was mistakenly omitted from previous reports, and has been added to the b3.

Manufacturer narrative:
On december 30, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient of unknown age underwent revision breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation. As a result, the device was explanted on (B)(6) 2017.

Manufacturer narrative:
On january 17, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2020, mentor became aware regarding the impacted product details. The information has been updated under section d, also, date of implant was updated to (B)(6) 2012 as per information received under a separate complaint for the patient (manufacturer report number 1645337-2020-03024). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).